Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a flexible cystoscopy in which urethral erosion with an artificial urinary sphincter (aus) was diagnosed. The patient had previously undergone radiation which was thought to have contributed to the erosion. A surgical procedure was performed to remove the existing cuff on an unknown date. There were no device performance issues. A posterior revision surgery was performed in which a new cuff was placed and connected to the existing pump. The patient fully recovered following the procedure.